Event description:
The patient reported her ipg is unable to communicate with any external devices. The programmer displays a communication error message. The patient stated she has not used her ipg in several months. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.